Event description:
It was reported that sometime post a dialysis catheter placement, an external leakage was allegedly found in the extension leg at venous side of the catheter. It was also reported that the catheter was allegedly found to be partially broken. It was further reported that the device allegedly had inadequate flow. Reportedly, damaged catheter was removed normally. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, two electronic photos were provided for review. Both the photo shows one 27cm glidepath catheter implanted in the patient body. The investigation is inconclusive for the reported catheter broken, leak and flow issues as the reported issues cannot be confirmed from the provided photos. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 09/2025), g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: (expiration date: 092025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, an external leakage was allegedly found in the extension leg at venous side of the catheter. It was further reported that the catheter was allegedly found to be partially broken. Reportedly, the damaged catheter was removed normally. There was no reported patient injury.